Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that the apd luer lock connector connected in the beginning of their pd treatment, but towards the end of their pd treatment it disconnected. The patient reported that the disconnection caused fluid to leak. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient did complete treatment on their cycler. The pdrn stated that the disconnection was between the connector and the baxter bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy on their cycler with no further issues. The connector used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.